Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the placement of the right atrial (ra) lead the lead exhibited difficulty to place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.